Event description:
The device was used during an open laparotomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.